Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not engage when inserted into the patient. Initially it was thought that the threads remained inside the patient, however, this was found no to be the case. The professor opened the catheter of the angio-seal and the complete thread was intact. There was no harm to the patient. Additional information was received on 12may2021. When the doctor went to deploy angio-seal the anchor did not come out. He withdrew the angio-seal and cut it to make sure suture thread was still attached. Hemostasis was achieved by manual compression. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other components were returned for evaluation. Visual inspection revealed that the returned carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The tip portion of the sheath and carrier tube was found severed upon receipt. The distal tip portion of the sheath was not returned for evaluation. Also, the anchor was fully exposed, and the collagen appeared tamped. No functional testing was possible due to the mutilated condition of the returned device. Based on the returned device, the complaint could be confirmed for the alleged difficulties deploying the device. From complaint description, it was confirmed that the distal tip of the sheath was severed by the user. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.